Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3006460612-2019-00090. Complaint sample was returned for evaluation. No deformity or other damage was visible. The DHR was reviewed and there were no process deviations that would have contributed to the failure. There were no recent design changes prior to manufacturing. Risk management file review was deemed appropriate. Review of the complaint history determined that no further action is required as no trends were identified. Root use was determined to be patient factors as the patient required an exceptionally narrow rod spacing.

Event description:
It has been reported that during the placement of spinal stabilization rods, the surgeon was unable to place the fixed cross connectors. A delay great than thirty minutes was noted. No adverse events have been reported as a result of the malfunction.